Event description:
Consumer reported that she was using the humidifier on the floor and noticed the unit was smoking and her carpet was melted underneath. No injuries were reported with this incident.

Manufacturer narrative:
Unit was not cleaned properly and unit was placed on carpeting while in use, both are direct violations of the warnings and instructions provided.